Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the flotrac sensor was cracked on the white part of the set which led to a leakage above the flush.

Manufacturer narrative:
Customer report was confirmed. As received zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Broken male luer and bonded stopcock was missing from the unit.